Event description:
It was reported the customer could not escape from the fill cannula menu. The customer also reported having high blood glucose. Customer stated her blood glucose was over 400 mg/dl during the night. The customer's blood glucose was also over 500 mg/dl in the morning. Customer believed that her insulin pump was also not delivering insulin to her body. Customer had treated their blood glucose with a manual injection. Troubleshooting found the customer's drive support cap appeared to be normal. Insulin was also able to exit during a manual prime. It was also found the customer's bolus history and basal rates were correct. Customer was advised change out their entire infusion set, reservoir, and insulin. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.